Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oci) received a report (B)(4) from (B)(6) health service via email of a product malfunction that stated, at the beginning of a transurethral resection of a prostate with cystolithopaxy. The procedure the surgeon was doing the cautery, the cord exploded at the hand piece. The intended procedure was completed once the cord was changed out for another one. No patient or person was harmed or affected. The cable has been retained at the user facility for investigation by the manufacturer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation results of the suspect device. An olympus technician completed a full evaluation of the subject device. Visual inspection of the damage area under a microscope reveals traces of burnt, charring deposit on the internal wirings and insulation as signs of thermal damage. There are white stains on the large contact pin on generator side plug. However, the rest of cable insulation and contact pins of both connectors appeared to be intact. Due to the damaged cable, it could not be tested for the functionality. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event likely occurred due to age-related wear in connection. The age-related wear in connection with repeated extreme bending or tensile loads most likely led to the breakage of single or all the wires in the cable which can cause a voltage spike at the damaged area when the generator is activated. This may result in a spark and complete disconnection of the plug. The service life of the cable is limited to 12 months. After this time, the cable should no longer be used. The following information is stated in the instructions for use which may have prevented the event: "additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20nm), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable." Olympus will continue to monitor field performance for this device.